Event description:
It was reported that on friday, customer had 3 foley catheter balloons that have popped when attention to inflate. Customer believed they have all been from the same lot# nggy2389 . Customer had another incident on saturday. Little different issue. Customer just wanted to let representative know that 52's catheter also came out tonight. Balloon was deflated but still intact. Unsure if it was a manufacture defect or something else.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that on friday, customer had 3 foley catheter balloons that have popped when attention to inflate. Customer believed they have all been from the same lot# nggy2389 . Customer had another incident on saturday. Little different issue. Customer just wanted to let representative know that 52's catheter also came out tonight. Balloon was deflated but still intact. Unsure if it was a manufacture defect or something else.